Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The unspecified sureform stapler and reload involved with this event has not been received for failure analysis evaluation. Review of the advanced stapler log was not performed since there is insufficient and unconfirmed product and event date information. Review of the system log was not performed since there is insufficient and unconfirmed product and event date information.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, anastomotic insufficiency at the edge of the anastomosis / staple line occurred. The issue was observed after using a sureform stapler and checking perfusion of the anastomosis with indocyanine green (icg). The staple suture had been properly placed and was checked in situs. The third-party circular stapler was noted to be working properly.